Manufacturer narrative:
Weight, ethnicity, & race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vich13.2, +9.50 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Excessive vault, loss of bcva, angle closure with elevated iop, pigment dispersion, glare/haloes and blurred vision was observed. The reporter stated " the patient had 2 pi with yag before uneventful surgery. However, at the first post-op day the patient had high iop with narrow angle and anterior chamber. Icl showed high vault then after 3 days from first surgery he performed second surgery with a little rotating of icl, additional pi and ac evacuation of visco under the icl but it didnt solve the problem. Patient has +3d residual hyperopia." Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6- patient code 2140 - 2227 should be in the initial MDR. H6- device code 1401 - 3001 should be in the initial MDR. Claim# (B)(4).